Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined as the issue was not confirmed. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up was performed to obtain additional information regarding procedure completion and event outcome; however, the requested information was unknown. The device was returned. Customer allegation could not be confirmed; however, the occurrence is likely. The control body protector was damaged which caused damage in the charge coupled device and interferences in the image. The center of the image was foggy. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed no image. The issue was found during a bronchoscopy procedure. There were no reports of patient harm associated with the event.